Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g powerloc infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component. The returned product sample was evaluated and a leak was observed at the distal end of the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the needle and the needle housing, and the characteristics observed which supported this type of failure included: ¿ voids or gaps in adhesive coverage were observed on the needle shaft. This is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that after insertion, vat flushed line and saline squirted out at the right degree bend at the patients face. No patient harm, port just needed to be de accessed and re accessed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that after insertion, vat flushed line and saline squirted out at the right degree bend at the patients face. No patient harm, port just needed to be de accessed and re accessed.